Manufacturer narrative:
The product was returned for evaluation and testing however, the engineering evaluation is not complete.

Event description:
During an elective percutaneous coronary intervention (pci), the stent delivery system (sds) was not able to cross the right coronay artery (rca) target lesion. On removing the stent from the patient, it was noted on inspection that part of the stent was flared out. There was no reported patient injury.